Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) unknown tsv 3.7 implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 (universal) and was used for approximately 20 years. The customer provided x-rays however, event is still nonverifiable due to low resolution image. Review of appropriate documentation: per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause component fracture. DHR, sterilization record and complaint history review: DHR, sterilization record, and complaint history review could not be performed since the lot/item number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant, infection) or product (unknown tsv 3.7 implant). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event fractured implant was non-verifiable. Additionally, infection could not be verified as the exact details of event and patient anatomical conditions were non-verifiable. Sections updated: b1: report type. B4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up report. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight not provided. Event date not provided. Catalog and lot number was not provided. Device manufacturing date is unknown.

Event description:
It was reported that the patient had the implant for about 20 years. Patient presented with concerns of the crown moving. After removing the crown, the dr noticed the rim of the implant was broken. Infection and inflammation were also reported. The patient will not return for additional appointments. Tooth #30.